Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Root cause description: undetermined.

Event description:
It was reported that syringe was clogged and would not draw up medication with an unspecified bd needle. This occurred on 9 separate occasions during use. The following information was provided by the initial reporter: it was reported that he could not get the syringe to fill with insulin. Customer reported an issue with his needles. Customer stated that he could not get the syringe to fill with insulin and customer tried 9 needles and they all were unable to allow insulin to pass.